Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular arrhythmia episode where tachy therapy was successfully delivered and the arrhythmia was converted. However, post shock the patient had a signal artifact monitoring (sam) episode where impedances were within range and a slight amount of non-sensed artifact was observed on both atrial and ventricular channels. It was discussed that residual energy after the shock could have impacted the minute ventilation feature signal. It was recommended to reprogram the device and monitor the patient. The crt- d remains in service. No adverse patient effects were reported.